Event description:
It was reported that occasionally, they get a message from a pump that there was a downstream occlusion when they connect it to a patient after preparation. It was 100 percent of the time resolved by switching out the physical pump brain with a new one. They did not believe it was a cassette issue. The same cassette worked fine after they attached it to a new pump. They believe it was a pump issue. The event occurred while in use with patient at the clinic. The operator of the device was a health professional. There was no reported patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.